Manufacturer narrative:
72400024, 1000206708, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic. 72404131, 1000189591, belt cuff fgs 4.5 cm iz, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device would not cycle. Balloon had a tear. All components were explanted and replaced. No adverse patient effects.